Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a j&j employee. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device photo. Visual analysis of the photo revealed that there was no damage or defects with the drill bit ø1.1 l70/39 f/core hole. Reported condition cannot be confirmed due to poor quality evidence and complaint device is not shown clearly. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the drill bit ø1.1 l70/39 f/core hole. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.130.200, lot: f-23440, manufacturing site: (B)(4). Supplier: sphinx werkzeuge ag. Release to warehouse date: 18.jan.2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that during a procedure on (B)(6), 2022, the 0.8 l 40/16 drill bit split and the 1.1 l 70/39 drill bit was not cutting. Procedure was successful. The procedure was not delayed by this event. There was no other medical intervention required. Patient outcome is reported as okay. No further information provided. This report is for one (1) 1.1mm drill bit/k-wire attchmt for threaded hole/70mm. This is report 2 of 2 for complaint (B)(4).